Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up and trying to set up remote monitoring it was not possible to communicate with the device and not possible to set up remote monitoring. It was not possible to interrogate the device with wireless telemetry. A wand was used to interrogate the device which worked and pacing operation was normal. A review of the case by engineering noted that the device had two telemetry faults. Other than rf communication failure these faults have been known to cause an increase in power consumption, although it was noted in this case this was not seen. The faults indicated an rf telemetry hardware malfunction, and it was recommended to explant and replace the device and return for analysis. The patient and physician elected to not replace the device at this time and continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up and trying to set up remote monitoring it was not possible to communicate with the device and not possible to set up remote monitoring. It was not possible to interrogate the device with wireless telemetry. A wand was used to interrogate the device which worked and pacing operation was normal. A review of the case by engineering noted that the device had two telemetry faults. Other than rf communication failure these faults have been known to cause an increase in power consumption, although it was noted in this case this was not seen. The faults indicated an rf telemetry hardware malfunction, and it was recommended to explant and replace the device and return for analysis. The patient and physician elected to not replace the device at this time and continue to monitor. No adverse patient effects were reported. Subsequently, there was an inquiry regarding the longevity change when it comes to this device. It was noted there was a five month change in two months, and premature battery depletion was suspected. Technical services (ts) noted that the power consumption had been stable and there was no change in the consumption when it comes to this device. Ts noted that the device longevity will decrease by .5 years until there is less then a year left on the device. The device remains implanted.